Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields e2, e3, g2 (health professional must be selected), h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for inspection, olympus could not confirm adhesion of foreign material in suction cylinder or identify the foreign material. Based on the results of the investigation, it is possible that the user could not perform reprocessing properly due to leakage from biopsy channel and no passage of the brush into suction cylinder and remove the foreign material. The event can be detected/prevented by following the instructions for use: detection method is described in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Preventive measures are described in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope cleaning brush cannot be inserted nor removed as there is a seed in the channel. The issue occurred during reprocessing. There were no reports of patient harm.